Manufacturer narrative:
H6: failure to follow steps / instructions. Analysis was performed on the returned device. The reported break was confirmed with the safety released as the dislocated safety release button. The reported mechanical jam, difficult to remove and difficulty closing the vessel locator wings could not be replicated in a testing environment as is was based on procedure circumstance due to interaction with the absolute pro stent. Femoral angiogram results noted calcification was present at the access site. The starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Additionally, it was reported the safety release mechanism did not initially engage and excessive force was required to engage it resulting in the mechanism breaking. The starclose instructions for use precautions section states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate interventional and / or surgical removal of the device and vessel repair. In this case, the IFU violations would not have contributed to the reported difficulties as they appear to be related to interaction with the absolute pro stent on retraction of the device as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported break, mechanical jam, difficult to remove and difficulty closing the vessel locator wings appears to be related to interaction with the absolute pro stent during the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: code 1536 removed.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure. Reportedly, the vessel locator wings of the starclose se device got caught in the absolute pro stent on retraction of the device. The vessel locator wings could not be released from the stent; therefore, the safety release mechanism was attempted to be used. The safety release mechanism did not initially engage. Excessive force was required to engage it resulting in the mechanism breaking. The vessel locator wings were able to retract and the starclose se device was removed. Manual compression was applied to achieve hemostasis. There was no visible damage to the stent or vessel. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.